Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose was approximately 400 mg/dl. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery.